Event description:
I have received 4 replacement liberty home dialysis recyclers from (B)(6) in the last month because of machine malfunctions. This indicates to me that there are serious problems with the quality control of the MFR and any refurbishment that (B)(6) is providing. It also indicates to me that the FDA's approval and watchdog functions are lax. The problems I have encountered have resulted in a considerable amount of my time and frustration during my normal sleeping hrs. Furthermore, the cost for air expressing the new recyclers and technician providers of (B)(6) must be extraordinary and drives up the cost of (B)(6). Liberty home recycler. Use is nightly every day of the week. Treatment time approximately 9 hrs. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: home dialysis.